Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center was unable to confirm the customer's reported problem of control knob stiffness. However, additional findings included: damaged nozzle, cracked glue on distal sheath, the lens glue is worn, the insertion tube insulation resistance is out of specification, the light guide and objective lenses has minor chip on edge, and minor chipped boots. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus the control knob was very stiff when moving left/right. The device was sent in for repair. The service department found the nozzle was damaged which is a reportable event. There was no patient involvement.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.